Event description:
Boston scientific received information that during a device change-out procedure for normal battery depletion, the physician experienced difficulty loosening the atrial set screw even with multiple wrenches. When the physician pulled the atrial lead from header, the lead unspiraled. The existing ra lead was surgically abandoned and a new ra lead was successfully implanted. It was later noted that the left ventricular (lv) lead pin had also not been entirely removed from header. The existing lv lead was surgically abandoned and a new lv lead was unable to be implanted due to patient anatomy. The lv port was plugged on the new implanted device. Dried blood was observed in both the ra and lv ports of the explanted device. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pre-decontamination inspection noted that a lead tip was returned in the ra lead barrel and the ra setscrew was tightened against the lead tip. The lead tip was removed without difficulty and body fluid contamination was observed in the ra seal plug cavity. All setscrews moved freely. Post decontamination microscopic visual inspection noted a torn rv seal plug and body fluid contamination in its connector block. Further visual inspection revealed that one of the ra retainer rings was bent upward, this would indicate that excessive force was used to retract the setscrew. All other setscrews moved freely and operated normally. A lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulties. The device was put through and passed a series of automated diagnostic testing. Analysis testing could not confirm the field report of loosening atrial setscrew issue. The damage to the ra retainer ring is consistent with induced damage.